Event description:
Boston scientific received information that at a recent normal device changeout it was noted this transvenous lead displayed pacing impedances of greater than 2000 ohms. Slight noise was also noted on the lead, however thresholds and sensing measurements were adequate. The physician elected to use the lead with the new device and monitor the pacing system through normal patient follow ups. No adverse patient effects were reported.

Event description:
Additional information was received that defibrillation testing (dft) was performed to assess the integrity of the lead. In addition to the ongoing high pacing impedances on the lead, high shock impedance levels were now reported as well. Dft testing was successful with patient conversion and normal lead performance and diagnostics. No additional adverse patient effects were reported.

Manufacturer narrative:
An analysis of the device memory noted that all the the right ventricular pacing impedances have been saturated, meaning that all measurements are greater than 2500 ohms. No further analysis or anomalies were noted.

Event description:
A memory dump was performed on the device, and the disk was sent to boston scientific for analysis in regards to the high impedance measurement on the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.